Event description:
Patient presented to the physician with bleeding and wound dehiscence at the neck incision. Physician brought the patient into the or and closed the neck incision. Physician prescribed antibiotics after the procedure was completed.